Event description:
It was reported that during the procedure, two 2.75x8 xience v rx drug-eluting stent delivery systems were each advanced toward a lesion in the left anterior descending coronary artery, but were each unable to cross the lesion. When withdrawing the second device from the anatomy compression of the stent struts were observed. The procedure was completed using an unspecified promus stent. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the first 2.75x8 xience rx device with the stent dislodged and located on the distal shaft. Additional information revealed that the physician was aware of the dislodged stent and that the stent had dislodged onto the distal shaft of the catheter while attempting to cross a previously placed stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The device analysis revealed a stent dislodgement, which was confirmed by the reporting site. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.